Event description:
During a renal artery stenting procedure, the balloon of the express biliary ld premounted stent system would not deflate properly after stent deployment. The customer thinks it may be due to the size of the mach1 guide catheter. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'fine'.